Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure mode description: unit alarms with tf243004 after start-up or with buzzer defective. Failure effect: buzzer monitoring system detects no sound from buzzer during start-up. Root cause: defective mainboard. Correction: replacement of the mainboard.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: buzzer defective alarm & self test failed. Summary: tf 243004 (buzzer defect at startup) or buzzer defective.